Event description:
A pt reported blood glucose results of "239 mg/dl" with a lifescan meter and "101 mg/dl" on a laboratory device, performed within 11-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Control solution was sent to pt to check the meter. No injury was reported.